Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported the patient's ipg could not communicate with external devices after turning off the stimulator for a hospital visit. A company representative met with the patient and troubleshooting was able to recover the ipg and restore therapy to the patient.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. A rep was able to successfully restore communication with the device. Therapy was restored. Based on the information received, the cause of the reported incident is consistent with user error.